Manufacturer narrative:
(B)(4). Date sent: 4/17/2026 d4: batch #608d48 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with no reload present. During the functional test, the jaws were opened. However, pressing the closing trigger did not allow the jaws to close. No functional test was performed as the device would not close. Upon disassembling, the pin closure yoke was not properly aligned and it was resting against the release button wall, not allowing the device to close. Based on the information currently available, a product issue was identified during the investigation of the sample received. The condition noted on the device has been correlated to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Manufacturing record evaluation was performed for the finished #, with lot/batch #a98e61, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 608d48, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the stapler would not lock when clamping. There was no patient consequence nor surgical delay reported. No additional information provided.